Event description:
We have had burkholderia cepacia in 10 cultures to date. The lot number that has been tested and is positive for burkholderia cepacia is b055. B041 has tested negative and we continue to test other lots. An (situation-background-assessment-recommendation) sbar was sent out on saturday to have all lots of non-sterile medichoice ultrasound gel pulled and it was replaced by another vendor. We are presuming that this is positive based on what we were told from other institutions. We did reach to distributor to make them aware. We have also been in communication (B)(6) department of health and the cdc. Please let us know if you need more information.